Event description:
The manufacturer received information alleging a ventilator service required condition occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lithium-ion internal battery was the cause, but no part was replaced on the device due to the device will be scrapped.